Event description:
It was reported by the customer in china that during an arthroscopic shoulder stabilization procedure on (B)(6) 2022, it was observed that the anchor and shaft on the 5.5mm healix peek 3-suture anchor w/orthocord device could not be detached from one another. During in-house engineering evaluation, it was determined that the cover handle and the shaft were detached from the handle. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the anchor was still in the shaft and held by the suture. The cover handle and the shaft were detached from the handle; however, it is uncertain that the anchor is stuck due to the device was not returned. The photo do not provide enough evidence to confirm this complaint. Hands on analysis should provide the evidence necessary to determine the root cause. The photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. A manufacturing record evaluation was performed for the finished device lot number: and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.